Manufacturer narrative:
Follow-up #1 date of submission 09/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed evidence of loss of prime warnings with low non-zero force on (B)(6) 2015. During testing, the pump successfully performed the rewind, load, and prime steps with no alarms. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be below specifications. The force sensor resistance was found to be within specifications. The pump cover was opened and no internal defects were found. Unrelated to the original complaint, the display screen was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime multiple times. The reporter completed prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.